Event description:
During follow-up regarding the patient, the patient's physician indicated that on an unknown date in (B)(6) 2010, he developed bacterial peritonitis. On (B)(6) 2010, he was hospitalized for the event. On an unknown date, a culture revealed (B)(6), (B)(6) and (B)(6). The patient was treated with (B)(6) and (B)(6). The outcome of the bacterial peritonitis was not reported but on (B)(6) 2010, he was discharged from the hospital. Dianeal n and extraneal were ongoing. The physician considered that the event was not related to dianeal n and extraneal therapies since the culture detected the cause of the event. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The root cause could not be determined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.